Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery using fast-fix 360 curved, the gray switch was stuck and it did not want to release. When it eventually budged, the whole track on which the anchors are seated came out the front of the device with both anchors. Surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿a2, a3, b5, h6: health effect - impact code¿.

Event description:
It was reported that, during a meniscus repair surgery using fast-fix 360 curved, the gray switch was stuck and it did not want to release. When it eventually budged, the whole track on which the anchors are seated, came out the front of the device with both anchors. Both t implants were removed from the patient, it was pulled out with the suture and both anchors were attached. Surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection showed it was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is stuck beyond the tip of the needle. The needle is bent at a 45 degree angle. There is bio debris on the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found there are multiple in-process testing of the deployment knob. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. Corrected data: medical device problem code.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the assembly process found that it shows multiple in-process testing of the deployment knob in multiple phases of the assembly process. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that per case details, both t implants were removed from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event physical resistance. The complaint was not confirmed. Factors that may have contributed to the reported event include inadvertently bending of the needle. There was no relationship found between the device and the reported event break. The complaint was not confirmed. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.